Event description:
The patient reported frequent charging of her ipg and subsequently could not charge the ipg at all. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.